Event description:
It was reported the device tip heated up, smoked, and jammed; when it worked, it produced uneven sounds suggesting the element was worn out and seized. On an unknown date, the issue was observed during device use outside of a surgical procedure. The device reportedly overheated, emitted smoke, and intermittently jammed. When functioning, it made uneven sounds, and the reporter suspected internal wear or seizure of the element. No environmental conditions or other contributing factors were reported. There was no patient involvement. No consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in poland. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined malfunctioning eccentric system, excentric shaft replaced to solve the reported event. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Root cause has been identified as component failure from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.